Event description:
It was reported the charger and programmer could no longer communicate with the ipg. The pt underwent surgical intervention on (B)(6) 2012. During the procedure, the ipg was found to be flipped. The doctor flipped the ipg back to it's original position and relocated the pocket site. Surgical intervention resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.